Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 80 tubes exhibited abnormal additive form. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 07-mar-2025 investigation summary bd received five (5) samples for investigation. Upon visual inspection for additive abnormality, all five customer samples failed. Meanwhile, a total of 30 retained samples were also visually inspected for additive abnormality, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality based on customer sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 80 tubes exhibited abnormal additive form. No adverse impact was reported regarding the patient or user.